Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE. THIS PRODUCT WAS MANUFACTURED PRIOR TO IMPLEMENTATION OF THE UDI REGULATION AND AS A RESULT, THE COMPLETE UDI IS NOT AVAILABLE. APPLICABLE US PRODUCT DATA HAS BEEN INCLUDED IN THIS REPORT.

Event description:
IT WAS REPORTED THAT DURING A DEVICE CHANGEOUT, THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED HIGH OUT OF RANGE SHOCK IMPEDANCE MEASUREMENTS. TECHNICAL SERVICES (TS) WAS CONSULTED AND CONFIRMED THE DEVICE WAS PROPERLY IMPLANTED. IT WAS LATER LEARNED THAT A TOOL WAS PRESENT THAT AFFECTS IMPEDANCE MEASUREMENTS. TS REVIEWED ALL POSSIBILITIES FOR THE HIGH OUT OF RANGE IMPEDANCE MEASUREMENTS AND THE IMPEDANCE MEASUREMENTS REMAINED OUT OF RANGE AFTER THE PROCEDURE. TS DISCUSSED TROUBLESHOOTING OPTIONS WITH THE FIELD REPRESENTATIVE AND NOTED A NEW RV LEAD MAY BE REQUIRED IF IMPEDANCE MEASUREMENTS DON'T RETURN TO NORMAL. NO ADVERSE PATIENT EFFECTS WERE REPORTED. THIS RV LEAD REMAINS IN SERVICE.

Event description:
It was reported that during a device changeout, this right ventricular (RV) lead exhibited high out of range shock impedance measurements. Technical Services (TS) was consulted and confirmed the device was properly implanted. It was later learned that a tool was present that affects impedance measurements. TS reviewed all possibilities for the high out of range impedance measurements and the impedance measurements remained out of range after the procedure. TS discussed troubleshooting options with the field representative and noted a new RV lead may be required if impedance measurements don't return to normal. No adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A Risk Review was completed and confirmed that the event of Shock Impedance High Out Of Range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A similar complaint review was completed using the similar complaint review tool, which reviewed Shock Impedance High Out Of Range and did not identify any emerging trends or similar complaints that require escalation. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.